Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding assistance with an alarm; which occurred on the homechoice (hc) during use, during fill 1. The care giver (cg) stated that while troubleshooting the alarm, they disconnected the bag to see if there were any blockages. The technical service representative (tsr) explained that by disconnecting the bag and reconnecting it, the supplies were now compromised. The tsr advised the cg to end therapy and to start over with new supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated they just saw the patient and their care giver (cg) a couple days ago. The pd rn stated from their clinic visit there does not seem to be any negative outcomes from this alarm and the reuse of the supplies. The pd rn stated that the patient and the cg received retraining on the 7th of december regarding setup. The pd rn stated overall the patient seems fine and they are continuing with therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for use error - failed to follow therapy steps during the fill stage. The patient reported that they disconnected a solution bag during therapy to check for blockage. The problem is confirmed for use error - failed to follow therapy steps, but the assignable cause is undetermined since we are unaware why the patient decided to disconnect a solution bag during therapy. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.